Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they did not feel stimulation and therapy was on. It was noted the situation was not resolved. There were no trauma or falls related to the issue. The patient increased amplitude and did not feel stimulation in the correct area. The patient noted increasing past 1.0 caused painful stimulation. The patient noted she did not want to change programs as she thought her symptoms are due to a urinary tract infection (uti) and she stated was going to urgent care on the morning of the call. The patient noted the symptoms were sudden in onset. The patient stated the therapy only works sometimes. The patient noted it hurt when they increased stimulation. The patient had burning when she urinated. It was noted it therapy only working sometimes started on (B)(6). The hurting when the patient increased began on the wednesday, thursday or the day previous to the call. The burning when urinating began on (B)(6). Additional information from the consumer reported the patient was not feeling stimulation. It was noted the patient was implanted for bladder retention, but still had to catheterize. It was noted there was improvement to her symptoms on (B)(6), but then it stopped giving her therapeutic effect on (B)(6). The patient stated then it started helping again on (B)(6). The patient confirmed she does had a uti after seeing the healthcare professional (hcp). The patient confirmed it was painful to turn stimulation up past 1.0 v on program 2, now the patient was not feeling anything. The patient confirmed she was on program 2 at 1.0 v. The patient noted it was not uncomfortable unless she sat down. Additional information from the patient reported she had a uti infection since (B)(6), the patient stated her hcp gave her oral cipro for the uti infection. The patient stated since she started taking the cipro she had more pain where she urinates and it was getting worse. The patient wanted to turn stimulation off. The patient stated the infection was confirmed. The patient noted the symptoms were gradual in onset, which was contradicting to what she had previously reported. Additional information from the hcp reported the cause of the intermittent therapeutic effect was not determined, but was suspected the patient expectations were overzealous. The hcp stated once the patient expectations were defined, the patient was better. The hcp stated for trouble shooting related to the intermittent therapy was changed. The hcp stated the patient was converted to a full implant, stage one. Additional information from the patient reported there was a knob/swelling in her back about the size of a quarter. The patient stated she had noticed it since the permanent implant was done. The patient noted the hcp observed the back/incisions the day previous to the call and stated it looked good. Additional information from the hcp reported a urinalysis suggested infection. The hcp stated it was treated with cipro by hcp. The hcp noted the patient prior to implant had a history of recurrent uti managed with suppression therapy, antibiotics, and intermittent catherization for retention. The hcp stated the uti were related to urinary retention and vaginal atrophy. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information received as patient reported that they took antibiotics and they had too many recalls for uti over the period of 4 years before and after the implantation. Patient reported that sometimes straining did constipated to cause to lose urine and washing hands caused to lose urine too. Patient usually urinate in small amounts and sometimes it took a long time to urinate or had a weak stream. Sometimes they had urgency to go bathroom felling. Patient emptied the bladder on an average of more then 3-4 hours. Patient also reported that they emptied their bladder once in the night time. Patient did have burning or discomfort during urination. Patient did have history of bladder infections or other problems such as blood in the urine. Patient did have trouble with their bowels or gas. Patient had an alteration in sexual activity due to urine/fecal incontinence. Patient had pelvic pain and discomfort. Additionally patient reported the retention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.